Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 5th inflation at 8 atmospheres within 10 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition post procedure.